Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment on (B)(6) 2025 while the patient was sleeping. The location of detachment was quick release. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009388 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test static pull of the tubing-tubing connector 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6009388 was manufactured according to the wi version 81 and packaging in the multivac 12, on 27/sep/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4j04014 was manufactured according to the wi version 27 assembled in the quickset line, on 26/sep/2024, with a total of (B)(4) units. The lot 4j04015 was manufactured according to the wi version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. The lot 4j04894 was manufactured according to the wi version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. Gluing of quick set the lot 4j04002 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp05 & mp08, on 25/sep/2024, with a total of (B)(4) units. The lot 4j04000 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 22/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 02/apr/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009388 and no other complaint has been registered in database for the same lot 6009388 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.